Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. The programmer interrogated wireless and non-wireless devices with no fault found. Analysis also found the tabs of the power cord bay door are broken, the keyboard hinges are broken, the lower case is worn out, the ECG (electrocardiogram) connector of a printed circuit board assembly is loose, and the system fan is noisy.

Event description:
It was reported that the programmer had "intermittent wireless telemetry." Wireless communication gets to about 18%, and then would stop. A different radiofrequency (rf) head was tried with the same results. The programmer will be returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 rf head. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.